Manufacturer narrative:
Internal file number (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo distal right coronary artery and mid circumflex. The patient presented with acute coronary syndrome. Angiography was performed and noted thrombus. A 3x23mm xience prime and three (3) xience xpedition stents (2.75x38mm, 3x33mm and 2.5x23mm) were implanted in the patient. Pre and post dilatation were performed. It was confirmed that the patient was compliant with dual antiplatelet drug therapy (dapt) after the procedure. A few hours later the patient died. An autopsy was not performed and the cause of death remains unknown. No additional information was provided.